Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, stress, anxiety, and unable to sleep are directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Manufacturers ref# (B)(4). Initial MDR was submitted by cook inc under manufacturer report reference# 1820334-2019-01788. Additional information provided determined that this device was manufactured by william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled by william cook europe. Initial reporter occupation: non healthcare professional. Investigation is still in progress .

Event description:
Description of event according to short form filed: it is alleged that the [pt] received a gunther tulip on (B)(6) 2009. [Pt] allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to preparation for surgery, history of deep vein thrombosis (dvt) and pulmonary embolism (pe) as well as, anticoagulant complications. Patient is alleging tilt, vena cava perforation, tip of filter embedded into vena cava wall and pain in neck where filter was retrieved. The patient further alleges ¿stress, anxiety, neck and shoulder pain in and around area where filter was retrieved and unable to sleep without assistance.¿ an unsuccessful attempt at device removal occurred (B)(6) 2009. The device was successfully retrieved on (B)(6) 2016. On (B)(6) 2009, ivc filter placement report: ¿technique: the transfemoral select ii tulip gunther configuration filter was then advanced through the cannula and brought up to position using anatomic landmarks and deployed successfully with unsleeving of the sheath. Minimal filter tilt to the left. Impression: successful placement of a temporary infrarenal inferior vena caval filter. Normal size inferior vena cava without evidence for caval thrombosis.¿ on (B)(6) 2009, attempted inferior vena cava filter retrieval report: ¿impression: the study demonstrates infrarenal inferior vena caval filter that has tilted towards the left lateral wall of the infrarenal inferior vena cava. The cava is of normal size, there is no caval thrombosis seen. Despite multiple attempts from a transjugular approach, we were not able to retrieve the temporary ivc filter which probably has endothelialized along the apex of the filter. In the process of retrieval, a few of the secondary filter struts have pulled up towards the right lateral wall of the inferior vena cava. It was elected that we try with two operator technique from a transfemoral and transjugular approach to retrieve the filter carefully. If it is not possible, leave the filter alone in position. It may be worthwhile obtaining a follow-up CT scan at 4-6 months.¿ on (B)(6) 2016, attempted inferior vena cava filter retrieval report: ¿we placed our angled glide catheter and stiff angled glidewire, navigated into the inferior vena cava and past the filter into the iliac vein. We then removed the wire and performed a hand injection in this location, confirming the patency and position of this filter. We then passed a stiff 7 cm tipped amplatz wire through the glide catheter down into the iliac vein and exchanged our catheter and wire for a 16-french 30 cm long sheath, which we placed down just above the filter. Through this, working through 2 access sites in this sheath, we passed a reverse curve catheter around the filter, passed our angled glidewire retrograde and used a snare to capture this. We pulled the glidewire out through the sheath and had essentially the glidewire lassoed around the neck of the filter. The filter tip was imbedded in the wall. We then placed a snare over the 2 ends of the wire and cinched this down around the neck of the filter and using some gentle traction and pulsion we were able to gradually free this filter from the surrounding vena caval wall. Eventually we pulled the filter into the 16-french sheath and pulled the filter out through the 16-french sheath intact in entirety on the back table. We then performed a completion venogram which revealed no evidence of stenosis, dissection or perforation and good flow through the vena cava.¿ patient outcome: the device was successfully retrieved on (B)(6) 2016.